Manufacturer narrative:
Analysis was performed by philips bench repair personnel which included visual test, power on test, performance and safety testing. The results of the analysis indicate the speaker assembly was damaged. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a damaged speaker assembly. The issue was resolved by replacing the speaker assembly. After repair, the device passed all functional testing and was returned to the customer. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating there was an error message indicating the speaker is defective. It is unknown if the device produced sound our not. The device was in use on a patient at time of event, there was no adverse event reported.